Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has reviewed the patient's medical records and the clinical investigation reveals the following: based on the 25 pages of medical records and information obtained from verbal reports, this patient was treated for peritonitis. The pd fluid was yellow and cloudy. On (B)(6) 2015 the pd fluid was showing gram positive cocci and coagulase negative staphylococcus. The pd catheter was blocked but was no longer occluded at the time of the patient's discharge. The md recommended vancomycin/gentamicin in pd dialysate x 2 weeks by home care nurse upon discharge from the hospital to continue treatment. Blood and peritoneal cultures were negative at discharge. The pd nurse reported this as touch contamination peritonitis. The actual device was returned to the manufacturer for physical evaluation. During a test treatment, a system error occurred caused by a leaking airbag. After replacing the leaking airbag, a simulated treatment was performed and completed without any further problems. The internal inspection of the unit showed dried fluid on the bottom cover underneath the pump module. The cause of the encountered dried fluid could not be determined. Further evaluation found no device malfunctions that would have caused the reported event. A batch record review was conducted and the device history record review determined: cycler identifying, disinfecting and disposition form marked "fluid leak" by return goods 11/21/2013. There were no deviations or non-conformances during the manufacturing process. Product labeling, material and process controls were within specifications.

Event description:
A continuous cycling peritoneal dialysis (ccpd) nurse called technical support requesting a replacement cycler for her patient due to a completely blank screen. During the call, she stated that the patient was going to the hospital for abdominal pain, cause unknown. Upon follow up with the patient's pd nurse, she confirmed that the patient's abdominal pain was the onset of touch contamination peritonitis. The patient was admitted to the hospital and treated with vancomycin and levaquin. The patient was discharged from the hospital in stable condition on vancomycin and gentamicin and was able to continue with the ccpd program without issues using the replacement cycler.